Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.